Event description:
A customer reported that a pt sample containing anti-fyb did not to react with fyb positive cells of 0.8% resolve panel a lot 8ra201. No death or serious injury is associated with this event.